Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient felt lightheaded upon returning home after programming changes were made to the device during a follow-up visit to address t-wave oversensing (twos) and low sensing. The patient was returning to the clinic for additional follow-up and no additional information could be obtained. The lead remains in use. No further patient complications have been reported as a result of this event.